Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 56.5 cm and the overlay tubing of the lead was extrinsically melted but not breached. Visual summary analysis of the lead was performed.